Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was connected to the in-house erbe generator and passed energy recognition. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. Mechanical indentations on the bipolar yaw pulley were observed.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the fenestrated bipolar forceps instrument did not deliver energy. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer reported that arcing was not observed.